Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the breakage of the camera cable, and also found that the error e311 which indicated that the white balance had not been set occurred on the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the failure of the image signal transmission to the video processor due to the breakage of the camera cable, which might be caused by the user handling or the degradation. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the urological procedure using the subject device, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user replaced the subject device to another similar device to complete the procedure. There was no abnormality in the subject device when another procedure performed before the procedure on the same day. There was no report of patient injury associated with this event.